Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a lead replacement procedure, when a new right ventricular lead was connected to this pacemaker, pacing inhibition was observed causing the patient to go into cardiac arrest. A temporary lead had also been inserted during the procedure and was able to deliver back up pacing. A review of the pacemaker indicated it was programmed to unipolar and not bipolar during the procedure. The pacemaker was supposed to be set to bipolar prior to the procedure so human error was suspected to be the cause. The pacemaker was reprogrammed and remains implanted and in service. No additional adverse patient effects were reported.